Event description:
It was reported that the patient experienced diaphragmatic stimulation form the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7122 competitor implantable tachy lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced phrenic nerve stimulation. The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The lead was explanted.